Event description:
It was reported that during a gastric bypass procedure, while the tech was reloading the stapler, it looked like the wedge that pushes the drivers popped off. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.